Event description:
Information received indicates when the brake is engaged the casters would continue to swivel.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.